Manufacturer narrative:
Plant investigation: blank screen was confirmed with testing. Exterior inspection revealed no discrepancies. Internal inspection revealed that the t1 was burned on the inverter board. Front panel display testing - failed - screen was turned on and no display was visible. Only the led light on the button turned on. This was due to damaged t1 on inverter board. Replaced with known good board and issue was resolved. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
Peritoneal dialysis patient reported to technical support a blank screen being encountered during treatment on the liberty select. The patient did report experiencing bad weather at the time of the event. After attempts at troubleshooting, it was advised that the patient discontinue use of the cycler. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Additional information was solicited.